Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, the patient reported that the infusion set's cannula got detached at the site location accidently while the patient was sleeping. The site location was patient's abdomen, and the pump was located at the cannula. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing probably while the patient was sleeping, and the pump was not dropped with the set connected to patient's body. No further information was available.